Event description:
It was reported that upon interrogation of the pulse generator, ventricular autocapture was found to be in high output mode. There was poor r wave sensing at 1.5 mv, and capture threshold was 1.75 v. The patient would be monitored.

Manufacturer narrative:
Na